Event description:
It was reported that (1) atw35 was used during a laparoscopic assisted vaginal hysterectomy procedure. It was reported by the rep that when transecting the board ligament, the atw35 was fired but would not release. After multiple attempts to release it, they opened a second atw35 and fired alongside the first cut. The procedure was completed with the second atw35. There was no consequence to pt.